Event description:
The physician performed a diagnostic catheterization procedure. The case was unremarkable, until it came time to remove the axera device. The physician could not remove the device and it appeared that the heel did not retract. There was no calcification or tortuosity noted in the common femoral artery. The physician reset the heel and was then able to remove the device. A hematoma was observed at the access site. The physician stated that he had been pressing the groin hard during the case and also that, before the sheath was placed, he could tell that the hematoma was forming. The hematoma measured approximately 7-8cm in diameter. It was treated by manual compression (for one hour) and the pt was instructed to remain flat for 6 hours. The pt ambulated at 6 hours with no further difficulty. Three days later on (B)(6) the pt returned to hospital with a 7cm pseudoaneurysm. Thrombin injections were administered to treat the pseudoaneurysm. The pt was discharged in good condition on (B)(6).

Manufacturer narrative:
Product was not returned; therefore, product examination was not possible. A review of the device history report was performed for this lot and no non conforming material reports (ncmrs) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. Pseudoaneurysm is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. From the analysis completed, there is no evidence to suggest the device was out of specification. Based on available info the probable root cause for the reported pseudoaneurysm and hematoma is unknown.